Manufacturer narrative:
Corrected data: the serial number provided in the initial MDR, 9614546-2019-00431, was incorrect. The correct serial number is (B)(4). The following have been update accordingly: brand name: tecnis symfony. Model: zxr00. Expiration date: 11/22/2022. UDI #: (B)(4). If implanted; give date: (B)(6) 2018. Manufacture date: 11/22/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
New information was received. The following section has been updated accordingly: if explanted; give date: not applicable; however, a planned explant is scheduled/expected. A definitive date is pending at this time. The initially planned explant was not conducted on (B)(6) 2019 as initially reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: it was reported that surgeon attempted to explant the lens in secondary surgical procedure, however was unable to explant due to the lens being too firmly fixed to the capsule and surgeon had concerns of any threatened capsular dehiscence. No further information provided.

Manufacturer narrative:
If implanted; give date: unknown, not provided. If explanted; give date: not applicable; however, a planned explanted is scheduled for (B)(6) 2019. The intraocular lens (iol) is not returning for evaluation as it remains implanted to date; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient will undergo an intraocular lens (iol) replacement in (B)(6) 2019 in the left eye (os), due to intolerable glare. Visual acuity: (B)(6) 2019: os: +0.50 x -2.25 x 090 = 6/5. No further information was provided.